Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Hospital is also questioning the sterility of the trumatch cutting block, and has already been provided with sterilization records, to their reported satisfaction.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw confirm the reported infection or any conclusions about the root cause of the reported event based on the available information. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.